Manufacturer narrative:
The customer test strips were returned for evaluation and gave e11 on all control and blood tests, which indicates exposure to moisture.

Event description:
The customer opened a new box of contour test strips and found the cap open on the bottle of test strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.